Manufacturer narrative:
The medical device remains implanted. Return not possible. (B)(4). The investigation involved the analysis of relevant production records in view of supporting the identification of possible causes for the adverse event. The investigation involved communication/interviews (either interpersonal or through technical means, e.g. Phone, e-mail) with persons close to the adverse event, e.g. Healthcare professionals (doctors, nurses etc.), the affected patient(s) or other users including, where appropriate, relatives or others engaged in caring for the affected patient. The actual device involved in the adverse event was not returned for testing despite requests by manufacturer. Medical device remains implanted. The device either functioned as intended or a problem was not found. The investigation findings do not lead to a clear conclusion about the cause of the reported adverse event.

Event description:
The following was reported to gore: on (B)(6) 2017, a patient underwent endovascular treatment of an abdominal aortic disease using an aorfix and gore¿ excluder¿ aaa endoprostheses (plc271000j, pla320400j, pla320400j). On (B)(6) 2019, a type iiib endoleak at bifurcated part of the aorfix was observed. A reintervention was performed. The patient underwent three additional stent graft (rlt311413j, plc231000j, plc271000j) placement into the aorfix and plc271000j. The endoleak was resolved. On an unknown date, a distal type I endoleak and aneurysm enlargement (unknown size) were observed. On (B)(6) 2021, a reintervention was performed. An angiography revealed a distal type I endoleak in a right leg. A right internal iliac artery was embolized by a coil. Plc121400j was implanted to extend to a right external iliac artery. After that, an angiography revealed a distal type I endoleak in a left leg. A left internal iliac artery was embolized by a coil. Plc121400j was implanted to extend to a left external iliac artery. Both endoleaks were resolved. The patient tolerated the procedure.